Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that the circumstances that led to the loss of stimulation was that they got shocked by the air conditioning unit at work. The patient indicated that it made their stimulation go up, so once they got home they adjusted it down. The patient indicated that the loss of stimulation issue had not been resolved. They stated that they tried reprogramming it but they could not get stimulation back. They were trying to get an appointment to get it reprogrammed, but they were waiting to here back. The patient weighed 205 pounds at the time of the event. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported that he wasn¿t feeling stimulation from the implant and wanted to find a manufacturer¿s representative (rep) to have them look at it. The patient reported that he hadn¿t been feeling stimulation for ¿probably a couple months¿ and confirmed 2019. The patient reported that he ¿got shocked from an ac unit 2-3 months ago and since then it seemed like it upped it to where I was getting a lot more, then when I got home I turned it down and I guess when I was doing that I messed something up and now I¿m not feeling the therapy that I was before. I know it¿s stimulating but it¿s not helping me.¿ no further complications were reported.